Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative was confirming the status of two devices, the cardiac resynchronization therapy defibrillators (crt-d) were interrogated, and the battery longevity status bar was gray. The device was not used and there was no patient involvement.